Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the influence of the old version of the lamp cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center lamp flashes/flickers. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed without delay using a similar device and there were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.